Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory with the capsule fully closed, visual analysis showed the handle appears intact. The deployment knob appears to retract and advance the capsule. The trigger moves to fully advance and retracted positions and locks in place when released. The tip-retrieval mechanism appears intact. The device was returned with the end cap/screw gear snap fit connected. On applying minimal pressure and pressing the meeting point between both deployment knob components, the deployment knob components partially separated at the carriage end. Stress marks are observed on both deployment knob tabs. The distal edge of the capsule seats flush against the catheter tip when fully advanced. Several voids are observed over the nitinol reinforcing frame along the distal end to the proximal end of the capsule. On rotating the device 180° a void is observed along the proximal end of the capsule and the polymer material appears damaged and torn. The inner member shaft is damaged at the catheter tip transition point. Three torque marks are observed along the catheter shaft. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that during the loading of this valve, the deployment knob was noted to be opening. This is possibly a symptom of tension in the device, and has historically been related to a ¿misload¿. High loading forces can be impacted by multiple factors, including speed of load, valve size, tissue thickness, and load quality. Loading of the valve is a process in which the outcome is highly dependent on the operator experience and technique. The device instructions for use (IFU) contains instructions and gives several warnings in order to prevent misloading the valve. In addition, the IFU instructs to inspect the valve under fluoroscopy to inspect the paddle placement. While it was stated that the valve was ¿well loaded¿, no procedural or fluoroscopic load check images were received for review. The device was returned for analysis and the deployment knob components partially separated. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Additionally, voids were observed on the capsule of the returned device, which indicate delamination between the capsule outer polymer and the nitinol frame, and typically occur when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy, or if a valve has been misloaded. The polymer material appears damaged on the proximal end of the capsule. This mark may have been caused by an interaction between the dcs and an introducer sheath, or could have been caused by an interaction between the dcs and patient anatomy, which was noted to be very tortuous. The inner member shaft was also noted to be damaged at the catheter tip transition point. This damage is consistent with the inner member seeing a torquing force or a pushing/pulling force against the tip whilst the capsule of the device is open and unable to provide stability to it. Three marks are observed along the catheter shaft. This is consistent with torque damage on the dcs. The IFU gives the following guidance to prevent such damage to the dcs; ¿under fluoroscopic guidance, advance the catheter over the guidewire to the aortic annulus. Do not rotate the catheter as it is advanced; rotating the handle does not rotate the capsule. Caution: there will be some resistance when the catheter is advanced through the vasculature. If there is a significant increase in resistance, stop advancement and investigate the cause of the resistance (for example, magnify the area of resistance) before proceeding. Do not force passage. Forcing passage could increase the risk of vascular complications (for example, vessel dissection or rupture). Caution: persistent force on the catheter can cause the catheter to kink, which could increase the risk of vascular complications (for example, vessel dissection or rupture).¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during loading of this transcatheter bioprosthetic valve, the valve was well loaded but the deployment knob was opening. The device was used for implant and upon retrieval of the inline sheath, the delivery catheter system (dcs) shaft was damaged with visible streaks. No adverse patient effects were reported.